Event description:
Customer called in a relion prime meter with a faulty lcd display. Customer purchased meter on (B)(6) 2015 and tested her glucose and got a reading of 23, which she thought was too low, so she tested again using new drop of blood and got a reading of 25. Customer did test a 3rd time and got a reading of 18. She tested again with her sister's prime meter got a reading of 124. (B)(6) was not having any symptoms indicating her glucose was low and felt better when tested with her sister's meter. She just bought the meter and only did three tests on it. After comparing reading and confirming she was fine she stopped using the product and gave us a call. Customer didn't take any medication or seek any medical help as she was not feeling ill. Although she just got meter she did mention that she would normally store in living room and testing technique is good. On (B)(6) called customer to verify full lcd display on start up and she said she can only see 88 the first 8 is not complete otherwise everything looks good. Product replaced.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter was found to have a faulty lcd display due to missing segments confirming the complaint. Product will be sent to the manufacturer for root cause analysis.